Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was in the ICU after receiving multiple shocks. Interrogation revealed, that the inappropriate therapy was due to programming. The device was reprogrammed and remains implanted.